Event description:
Found during testing. According to the reporter, the device intermittently does not power on when the "on" button is pressed. There was no pt use associated with the reported incident.

Manufacturer narrative:
The customer declined an offer of service from physio-control. Per customer request, provided pn & price for main keypad assembly. Customer did not purchase assembly at this time.